Event description:
It was reported that during a sigmoid colectomy, during the end to side anastomosis as the blue trocar was being pulled off, it broke off in the post. There was some tissue damage causing more bowel to be resected than expected. Another device was used to complete the procedure. The procedure was prolonged for 10 minutes. Additional information received on 10/09/2009: the additional transection did not impact the patient outcome and just extended the surgery time. Surgeon indicated that he was using excessive force to remove the spike when it broke.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived with the tip of the ancillary trocar lodged inside the anvil. The breakaway washer was present and uncut. The device was received fully loaded with staples. The device was tested for functionality using a test anvil; the device was fired at the high-b setting; it fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process. Damaged ancillary trocar.